Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, after the pre - implant balloon dilatation (ba v) (23mm tyshak), the patient was hypotensive and had an increasing effusion. The case proceeded and the valve was placed successfully. The patient became very hypotensive and cardiac tamponade was detected and pericardiocentesis was initiated. Due to the large volume being pulled from the pericardium, the surgeon perfonned a stemotomy and found a left ventricular (l v) laceration. The laceration was surgically repaired and the incision was closed with no further complication. It was reported that the perforation was caused by the amplatz super-stiff wire (bsc). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).